Event description:
It was reported that the patient presented for a generator replacement procedure due to reaching the elective replacement indicator (eri). During the procedure, when the physician attempted to connect the chronic right atrial (ra) lead to the pacemaker, an unspecified fitting issue was encountered in the pacemaker header during the screwing process. The ra lead also could not be removed from the pacemaker header. As a result, the ra lead was cut and capped, and the pacemaker was not used. The physician elected to use a single-chamber pacemaker to complete the procedure.